Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the atg45 device was received in good visual condition and with two cartridge reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device did not staple properly. The first part of the reload: open staples on the proximate part of the line and at the end of the reload there were no staples at all. The device closed easily before firing. The surgeon had to finish the procedure with hand suturing. The rectum was not too thick. There were no adverse consequences for the patient.